Event description:
The customer reported, collimation is out of range, and the dosage is low in film mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a beam alignment. System operates as intended. (B) (4).